Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the reported error in the system logs and calibrated the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 23118 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by performing a calibration the mtm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the console 2 right master tool manipulator (mtmr) had a fault that prompted the customer to disable the mtm or press retry. The customer attempted to recover the error but the issue remained leading the customer to disable the mtm. The procedure was completed with no reported injury.